Event description:
It was reported that during a surgical procedure at the user facility, the device was losing pressure on one side. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, the device was losing pressure on one side. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.